Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity of the cw antigen of cell 1. Results were satisfactory. Return plasma and serum samples were evaluated; no reactivity was noted. Customer was provided the follow-up results and was satisfied.